Manufacturer narrative:
The atrial outputs were increased. Records indicate this lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead, implanted with another manufacturer's pacemaker, exhibited a low out of range pacing impedance measurement during routine follow-up. It was reported the lead was historically programmed to bipolar with impedance measurements of 305 ohms. In clinic the impedance measurement was 250 ohms in bipolar and was noted to go out of range when tested in unipolar. It was also noted the pacing threshold measurements had increased. There was no evidence of noise on the lead. No adverse patient effects were reported.